Event description:
The manufacturer received information alleging a ventilator fails to calibrate.there was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device a leak was observed in muffler assembly. The muffler assembly was replaced to address the issue.